Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. While the impella pump was prepped and plugged into the aic per protocol, the pump failed to prime. After ten (10) minutes of troubleshooting (changing purge tubing etc.) They grabbed a new impella pump, plugged it into the aic and it primed just fine and was inserted without issues.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was connected, and the case start was prompted, indicating the pump had not completed the case start. The pump primed and started without issue. The root cause of the priming issue was determined to be use related. Impella cp impella cp with smartassist for use during cardiogenic shock and high risk cpi instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.